Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Two days after the onset of peritonitis, the patient began treatment with an intravenous (IV) injection of vancomycin 1gram stat and continued ¿5th a day¿ (duration not reported) and IV injection of tazact 4.5gram, twice a day (duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.